Event description:
It was reported that a tlc75 was used during a sub-total gastrectomy. It was reported by the affiliate that the surgeon could not fire the instrument. A new stapler was used to complete the case. There was no consequence to the pt.